Event description:
In (B)(6) 2014 the hcp (healthcare professional) put the wrong medication in the pump and "set the pump wrong". The hcp set the pump where the alarm went off for no reason sometime in 2014. No additional information was provided regarding the event. The device system was delivering dilaudid. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).